Manufacturer narrative:
(B)(4). Insulin pump passed displacement test. Unit received with scratched case, pillowing keypad overlay and cracked reservoir tube lip. No damaged retainer ring noted. The p-cap does lock properly.

Event description:
Information received by medtronic indicated that the reservoir compartment was cracked. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.